Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a revision surgery was performed due to periprosthetic fracture. Per email correspondence, consent has not been granted to provide the requested surgical reports and x-rays, and no additional information has been provided regarding the fracture. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, a thorough assessment cannot be rendered. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, include but not limited to excessive forces applied to implant and inadequate design. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a revision surgery due to periprosthetic fracture. Head was removed.